Manufacturer narrative:
The investigation into the automated impella controller has been completed. The automated impella controller was returned for investigation. The reported charging issue and yellow battery level low alarms were able to be reproduced. Batttest results revealed that the health of the batteries were normal but the ac indicator was not present when the console was connected to ac power. After further inspection of the aic, it was discovered that the copper wire on the inside of the power cord plug was detached and exposed. Console logs from the reported complaint date of (B)(6) 2025 are consistent with the complaint. There was an instance of battery level low. The root cause of this issue was a damaged power cord plug.

Event description:
The complainant reported that during the case setup, the automated impella controller continued to lose battery power despite the unit being plugged in. A yellow alarm appeared indicating that the battery power was low and the decision was made to replace the console. There was no patient harm.